Event description:
In 2001, the distributor's sales rep informed the manufacturer (MFR.) That an account in her territory had an issue with a dialysis catheter being occluded. In 2001, the user facility's change nurse informed the MFR. Rep of the following concerning the dialysis catheter. During implanting one port flushed without difficulty but was difficult to aspirate until repositioned. On event date, the user facility nurse attempted to start dialysis treatment but was unable to due to possible occlusion.